Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the pump alarmed power error detected. The customer¿s blood glucose level was 400mg/dl at the time of the incident. Customer reports pump has not been exposed to temperatures below 41°f (5°c). Customer isn't using a 620g or 640g pump with software version 2.6. Customer has not previously called to report power error detected. The customer will call back after getting new battery. The customer treated high blood glucose with bolus. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.